Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery branches using a pod packing coil (packing coil) and a non-penumbra microcatheter. During the middle of the procedure, while advancing the packing coil through the microcatheter, the physician observed that the coil was no longer responding to forward movement. It was then observed that the pod packing coil had unintentionally detached within the microcatheter. The physician then removed the microcatheter containing the detached packing coil. The procedure was completed using a new packing coil and the same microcatheter. There was no report of an adverse effect to the patient.